Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a skin reaction at the site of the adc device. The customer experienced redness and "hard and raised" placement site. The customer was brought to pediatrician and prescription of advantan ointment (steroid) was given for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported a skin reaction at the site of the adc device. The customer experienced redness and "hard and raised" placement site. The customer was brought to pediatrician and prescription of advantan ointment (steroid) was given for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with the returned sensor adhesive. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section h4 (device mfg date) was updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a skin reaction at the site of the adc device. The customer experienced redness and "hard and raised" placement site. The customer was brought to pediatrician and prescription of advantan ointment (steroid) was given for treatment. There was no report of death or permanent injury associated with this event.